Manufacturer narrative:
The monitor sn (B)(4) belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction that caused or contributed to the patient's death. Manufacture dates: monitor 03/28/2013, belt 04/15/2015.

Event description:
A us distributor contacted zoll that a patient passed away on (B)(6) 2019 at 5:53 pm. Review of the patient's download data reveals that the patient experienced two treatment shocks from the lifevest during the morning preceding their passing. The patient was reportedly unconscious at the time of the treatments. Following device startup on (B)(6) 2019 at 3:13:26 pm, the lifevest detected arrhythmia 24 times between 3:31:26 pm to 11:45:13 pm with intermittent response button use. The patient's rhythm at the time of the detections was svt at 150 bpm with frequent one-second pauses and pvcs, which transitioned to sinus tachycardia at 100 bpm with frequent one-second pauses, which transitioned to sinus bradycardia from 30 bpm to 50 bpm with nsvt/trigeminy/bigeminy and one second pauses and response button use. Svt and nsvt contributed to the false detections. At 11:45:25 pm, the lifevest declared a non-treatable rhythm. On (B)(6) 2019 form 5:40:32 am to 6:03:51 am, the lifevest detected arrhythmia 4 times. The patient's rhythm at the time of the detections was sinus bradycardia at 30 bpm with trigeminy degrading to vt at 290 bpm degrading to vf with motion artifact and response button use. The lifevest properly detected vt/vf, however the response button usage precluded the lifevest delivering a treatment. It is unclear who was pressing the response buttons at this time. At 6:04:06 am, the lifevest declared a non-treatable rhythm. At 6:04:27 am, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was vf. At 6:05:03 am, the patient received an appropriate treatment pulse. The patient's rhythm at the time of the treatment delivery was vf. The patient's post-shock rhythm was severe bradycardia at 10-30 bpm with bigeminal pvcs that transitioned to nsvt. At 6:06:08 am, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment delivery was nsvt. The patient's post-shock rhythm was sinus bradycardia at 35 bpm with pvcs that transitioned to sinus rhythm at 90 bpm with quadrigeminal pvcs. At 6:06:29 am, the lifevest declared a non-treatable rhythm. From 6:06:36 am to 6:22:49 am, the patient's rhythm was sinus tachycardia at 120 bpm with pvcs that transitioned to bradycardia at 50 bpm with bigeminy and trigeminy. From 6:22:41 am to 6:26:38 am, the device detected arrhythmia 2 times. The patient's rhythm at the time of the detections was bradycardia from 20 bpm to 30 bpm with frequent pvcs and intermittent nsvt. The intermittent nsvt contributed to the false detections. At 6:28:23, the lifevest declared a non-treatable rhythm. The patient's rhythm was sinus rhythm at 60 bpm with bigeminy and trigeminy from approximately 6:28:12 am until the electrode belt was disconnected at 7:07:51 am on (B)(6) 2019. Per the patient's mother, the patient passed away on (B)(6) 2019 at 5:53 pm at the hospital. There is no indication that a device malfunction caused or contributed to the patient's passing.